Event description:
The customer reported blood leaked from the needle bellows of the coulter lh 780 hematology analyzer. The volume of the leak is unknown. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing through pinch valve (vl57a) was clogged. The fse replaced the check valve and the tubing through pinch valve (vl57a), resolving the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).